Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and a sling was implanted. The patient experienced pain, dysuria, incontinence, discharge, odor, infection, bleeding, erosion of internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation on (B)(6) 2005 with concurrent procedures of anterior colporrhaphy with mesh and cystoscopy due to stress urinary incontinence and cystocele. Following insertion, the patient experienced pain, infection, urinary and bowel problems, bleeding and organ perforation. It was reported the patient underwent partial mesh excision and repair of cystocele on (B)(6) 2011 due to vaginal prolapse, constipation, urinary frequency, nocturia and urgency it was reported the patient underwent colporrhaphy, perineorrhaphy, cystoscopy on (B)(6) 2013. No additional information is provided at this time. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02590. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.